Event description:
Original contact did not allege any malfunction of the device or any injury associated with its use. Instead, the person reporting to the co. Said that the user was not satisfied with the concha IV heated humidifier because it did not have a low humidity alarm. The same person reported that the water bottle that was to be used to fill the reservoir in the device was never punctured by the hosp staff involved in delivering humidified air to the pt. Nevertheless, the person reporting to the co. Stated that the nursing staff at the hosp documented that there was humidity being delivered to the pt or in the pt's circuit during the period of 30 hours before the user discovered the water bottle was not punctured. Almost a year after the original contact, hrci received a copy of the user medwatch report alleging for the first time injury to the pt. Hrci has not been able to examine the actual device because the user has refused to send the unit to hrci even though hrci has repeatedly requested its return and an opportunity to examine it. Investigation is continuing, although this appears to be a clear instance of user error.